Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unable to calibrate the sensor due to having a blood glucose level over 400 mg/dl. Blood glucose level was approximately 534 mg/dl at the time of the incident. Customer reported that his blood glucose level was high due to having the flu. No products were replaced or returned for analysis.